Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that a minimum fill notification occurred. No additional information was provided and the customer declined further troubleshooting with tandem technical support. There was no reported adverse impact to the customer's blood glucose level.